Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to squeeze and auto inflated. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.